Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an unrelated open heart surgery and the atrial lead was inadvertently damaged during the procedure. The lead exhibited loss of capture and sensing. On (B)(6) 2020, the lead was explanted and replaced successfully. The patient was reported to be in stable condition.